Manufacturer narrative:
B.2 revised selection as it was previously entered incorrectly on the initial report that was submitted. H.6 code e0506 was reported incorrectly on the initial report that was submitted. H.11 added instructions for use as they were omitted from the initial report that was submitted. As noted in the impella instructions for use: impella cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ investigation summary: the investigation of has been completed. No product was returned for investigation. Sepsis: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the sepsis was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, there was slight oozing at the impella access site. The nurse changed the dressing and tried to find a better angle match for the repositioning sheath. The team believed the patient may have been in septic shock based on elevated white blood cell count. The plan was to remove the impella. The patient was weaned off of impella support and explanted. Patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.